Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two months and twenty four days post port placement procedure for gastroparesis, the port allegedly developed with suction problem. It was further reported that patient developed pain and swelling over the port area and thrombosis. Reportedly, the port was removed and new port has been placed. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately two months and twenty four days post a port placement for gastroparesis, the port allegedly developed with suction problem and allegedly had some issue accessing the port. It was further reported that patient developed pain and swelling over the port area and thrombosis. Reportedly, the port was removed and new port has been placed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided for review. Approximately one month and twenty-seven days post port placement, patient presented to the emergency department with the concern for dehydration and malfunctioning port. The patient has some issue with accessing her port and so sent in for port evaluation. Chest x-ray showed post-surgical changes in the cervical spine and right sided central venous catheter in the superior vena cava. Around one month later, patient presented with the complaints of right-side neck pain and swelling. The patient receives fluids and has not gotten blood return, also reports constant pain that radiates from right neck to shoulder and anterior right chest. On the same day, patient CT showed no evidence of acute pulmonary embolism. On the same day, x-ray chest showed that port-a-cath in stable condition. Around two days later, an ultrasound upper right extremity vein showed thrombosed right internal jugular vein and nonocclusive thrombus within the right arm basilic vein. Around one day later, patient presented to office visit for vascular surgery consultation for acute thrombosis of right internal jugular vein. Patient presented with right neck pain and swelling found to have acute thrombus of right internal jugular in association with port catheter, so recommend anticoagulation and general surgery consult for possible removal of right internal jugular port. On the same day, x-ray chest showed abnormal position of left sided PICC line. Distal tip is outside of field of view. Left sided PICC line extends superiorly within the jugular vein. Right sided chest port is in stable position. Around one day later, patient underwent removal of central venous catheter with port for internal jugular thrombosis. The port was then grasped and dissected from surrounding tissues and removed. Around three days later, surgical pathology study of port performed. Around one day later, j tube was placed. Around one month and six days later, patient presented for follow-up office visit. The patient was seen in the emergency department in mid-may with leakage from around the j tube. Around three months and thirteen days later, a urine culture was performed which showed positive for enterococcus faecalis. A computed tomography showed postsurgical changes of jejunostomy tube placement with stable positioning. Around eight days later, x-ray chest showed that post-operative change lower cervical spine with normal appearance of pulmonary vasculature. Around twenty-eight days later, patient initially presented with right sided neck pain and swelling with fever. Around six days later, a computed tomography showed that there has been migration of the jejunostomy tube. Around eight days later, patient presented for low igg and tends to get sepsis. The patient had a port in some months before which had a blood clot so removed and placed PICC which always get infected. Therefore, the investigation is confirmed for the reported accessing difficulty and suction issues based on medical records. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.